Event description:
Related manufacturer report number: 2017865-2024-73440. It was reported that the during the device preparation, upon interrogation, the implantable cardiac monitor (icm) exhibited error message and reverted to back-up mode. Another icm was interrogated, and it also exhibited error message and reverted to back-up mode. The icm was not used and there was no patient involvement.

Manufacturer narrative:
The device was above elective replacement indicator (eri) upon receipt. Device arrived able to interrogate with correct model and serial number. Analysis of device indicated that device was within normal range of operation. Further analysis performed showed normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.